Event description:
It was reported that during a left thigh mass extension, the clips were coming out twisted as they were formed. It was noticed that the clips were not closing parallel. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.